Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Per sales rep, the clavicle plate had 3 screws backed out. Revision was done. The surgeon took everything of (screws and plate). He used different companies plate for revision.

Manufacturer narrative:
The reported event that an anterior midshaft plate variax clavicle 8 hole was alleged of poor fixation could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
Per sales rep, the clavicle plate had 3 screws backed out. Revision was done. The surgeon took everything of (screws and plate). He used different companies plate for revision.